Event description:
It was reported that patient presented to the ER with presyncope and stored episodes of non-sustained vt that appeared to be correlated with the symptoms. Patient was admitted with slow heart rate. Noise was not reproducible in clinic and no lead measurement anomalies were detected. Oversensing on the ventricular channel was suspected. Lead was capped and replaced. Patient was fine after procedure.

Manufacturer narrative:
(B)(4).